Event description:
It was reported by a customer on (B)(6) 2011, the fiber popped and the fiber tip came off at the end of the procedure at 86,000 joules. Per the customer, the fiber tip was retrieved from the patient. No patient injury was reported.